Event description:
During a biopsy and ablation procedure of t7/t8, the biopsy sample for t7 was accidently dropped on the ground then picked up and placed in formalin. No second sample was able to be obtained because the teeth of the biopsy needle broke and remained in the pt's body. The pt was informed of the metal left in his body. Also, ablation of t7 was unable to be performed since part of the metal instrument was still in the pt.